Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in an unspecified procedure, both ts of the fast-fix pulled out simultaneously while deploying t1. The procedure was successfully completed without delay using a smith and nephew back up device. No patient complications were reported.

Manufacturer narrative:
H2: additional information on d9 and h6 (health effect - impact code). H3, h6: the reported device was received for evaluation. A visual inspection revealed the needle overmold assembly was significantly bent. The suture and both anchors were not returned. The depth limiter button was not in the default position. The actuator tip was at the top of the deployment channel. A functional evaluation was performed on the returned device and found the deployment slider felt detached from the actuator tip. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.